Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
False positive result. When the customer performed the 2 tests correctly, both test cassettes showed faded red line next to the t-line, and a line next to the c-line. The customer confirmed the result with a pcr test and was negative on the pcr test. The customer could not provide the lot number or expiration date of the kit, or a picture of the test cassette. Could not provide a copy of the pcr results.